Manufacturer narrative:
(B)(4). The sample is available and will be returned to baxter for evaluation. Baxter is attempting to obtain additional clinical information related to this incident. Should an evaluation be performed or if additional information become available a follow-up will be submitted.

Event description:
This is a case report received on (B)(4) 2012 by baxter (B)(4) from a patient regarding a reported rupture of a baxter intermate. The rupture reportedly occurred at the end of the antibiotic infusion. The patient indicates he an saw air bubble in the tubing moving toward his port a cath. The patient clamped the tubing and called the local emergency department. The patient was transported by ambulance to the hospital. Reportedly, the emergency physician removed the air inside the port-a-cath (the patient reported the port a cath was next to his jugular). It is unknown if the patient was admitted to the hospital for further treatment. The patient stated "he could have died without clamping the tubing as fast as he has done." Additional information received on (B)(4) 2012 indicates the patient was receiving vancomycin via intermate for treatment of a bone and joints infection (in (B)(6) "ost oarticulaire" infection) due to an accident in 2010. Reportedly, the physician ordered tienam (primaxin) (dose and length of treatment unknown) and not vancomycin as originally thought. Pictures of the ruptured device were sent by the patient. The sample is available for evaluation and has been requested to be returned to the baxter product analysis lab for evaluation. Additional information received from the pharmacist on (B)(6) 2012 indicates: the patient reportedly experienced dyspnea at the time of the problem, which decreased spontaneously.

Manufacturer narrative:
(B)(4). One used sample was received containing no fluid. Visual inspection of the sample noted a ruptured bladder in a footing position. No additional observation was noted from the sample. A batch review has been conducted which revealed product met all of the acceptance criteria for release. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.